Manufacturer narrative:
Additional information was received that the physician did not feel that the patient¿s symptoms were device or procedure related.

Event description:
A report was received that the stimulation was causing the patient to feel nauseated and felt like vomiting. The patient was also experiencing pain at the implant site. The patient will undergo an explant procedure.

Event description:
A report was received that the stimulation was causing the patient to feel nauseated and felt like vomiting. The patient was also experiencing pain at the implant site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.